Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA, stating that the device was making a beeping noise. It is known that this event did not occur during surgery. The month and year was known but the exact date of the event was unknown. It is unknown if injury or medical intervention occurred. No additional information available.